Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse replaced the crm (0997-00-0986-15), safety disk (0997-00-0985-01), fill manifold assy(0104-00-0023 ) and blood detect tubing (0008-00-0312). The fse completed the repairs to the iabp. The fse completed a functional test. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) had an intra-aortic balloon (iab) rupture causing a blood back issue. This is related to iab complaint (B)(4).